Manufacturer narrative:
The patient states he is ruling out the device as a cause for his rash.

Event description:
(Additional information was provided) the patient advised that he stopped using the device for three weeks and the rash continued, so he is ruling out the device as a cause of his rash.

Manufacturer narrative:
P850022/s017. The warnings in the package insert state this type of event can occur. The product was discarded by the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event as the patient is unsure if the cause of his symptoms is the electrodes, cover patches, neck brace, or hardware in his neck. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0002242816-2017-00015.

Event description:
The patient received the spinalpak stimulator on (B)(6) 2017 to treat his neck. On mar 20, 2017, the sales representative was advised by a doctor's office that the patient was having a skin irritation to the electrodes. The sales representative followed up with the patient who advised he broke out into hives and had itching all over his body for the past two weeks. The patient advised he went to the hospital for treatment. The patient stated he had taken off the spinalpak stimulator for two days to see if that was the problem. He stated the itching got a little better but returned; so he started treating with the unit again because he wanted to continue to heal. The patient doesn't know if the cause of the itching is an allergic reaction to the electrodes, cover patches, the neck brace, or the hardware in his neck. The patient was referred to an internist who prescribed vistaril. When he was released from the hospital for his symptoms from the medication on a thursday, he restarted treatment with the unit and he began to itch all over his body again. He took it off that saturday and restarted treatment on that monday. The patient stated the itching got worse. The internist prescribed him a steroid prednisone.